Event description:
It was reported the patient experienced withdrawal symptoms that started on (B)(6) 2014. The patient had loss of appetite, abdominal pain, diarrhea, sweats, spasms and nausea. The patient presented to the emergency room on (B)(6) 2014 and the patient was treated for the withdrawal symptoms. An alarm was heard; telemetry did not confirm the alarm. The pump was beeping every now and then, three single beeps, and had been occurring for the past few days. The plan was to have the pump checked at the physician¿s office on (B)(6) 2014. The pump was last filled on (B)(6) 2014. The physician had been cutting the drug in the pump back. The patient missed a refill and an empty reservoir occurred. A stopped pump occurred and was not more than 48 hours. The safe rate/state was in use. There was no pump reset message prior to the safe rate. It was reported the alarm did not occur after a motor stall however it also noted that there was not more than one motor stall in the event logs. It was unclear if a motor stall occurred. There was no electromagnetic interference or MRI associated to the safe rate. The pump was refilled on (B)(6)2014. The patient was feeling better with no more signs and symptoms of withdrawal. The patient recovered without permanent impairment. The pump was delivering morphine 20.0 mg per ml; dose 2.997 mg per day. Additional information has been requested. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2008, product type: catheter. (B)(4).

Event description:
Additional information clarified that the patient never experienced a motor stall. No further information available.